Manufacturer narrative:
D10 concomitant devices: 4092965 02-012-45-2030 - lgc tibial fit tray cem sz 2f / 3t. 4113005 02-012-60-1280 - tru stem ext 12mm x 80mm. 4113279 02-012-60-1680 - tru stem ext 16mm x 80mm. 4114518 02-010-06-0320 - tru cc femoral size 2 right. H3: the revision reported was likely the result of prosthesis wear of the tibial insert. The cause of prosthesis wear is generally a combination of risk factors including use error, implant positioning, implant size selection, and patient factors. However, this cannot be conclusively determined with the information provided.

Event description:
It was reported via legal documentation that a patient had a knee replacement procedure on (B)(6) 2016 and then was revised on (B)(6) 2022. Patient required revision surgery for issues including but not limited to polyethylene prosthesis wear, and device failure. The mostly likely cause for the revision reported due to prothesis wear is a combination of risk factors including use error, implant positioning, implant size selection, and patient factors. However, this cannot be conclusively determined with the information provided.